Event description:
The operator of a zoom unit injured their shoulder while operating the unit. There was no pt involvement but there were adverse consequences.

Manufacturer narrative:
The operator mentioned that the unit was operating appropriately and has been placed back into svc.